Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient three days prior (patient weight unknown).according to the complainant, during the procedure ¿when the dr. Start[ed] the deployment, the hub with the irrigation tube got separated from the catheter and he couldn¿t do the deployment. The dr. Took out the metal stent and stopp[ed] the procedure.¿ no patient complications were reported as a result of this event. The patient¿s condition was reported to be ¿fine.¿

Manufacturer narrative:
A visual examination of the returned device revealed that the outer deployment sheath was twisted and kinked along the length of the shaft and the t-bar connector was detached. During functional testing of the device, it was not possible to retract the outer sheath by hand to deploy the stent. The cause of the reported malfunction could not be determined.